Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after crossing with versacross connect a small thrombus was noted on the was sheath. The active clotting time (act) was 320. Additional heparin was given to the patient. The was sheath was swapped out for a new fxd double curve. When the was sheath that was pulled from the groin it was flushed with no thrombus in or around the was sheath. The patient was checked with an echo, and the thrombus was done. The patient is fully recovered.